Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced and confirmed. During the evaluation, the downstream sensor current reading was out of specification. The downstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device constantly displayed the downstream occlusion message. There was no patient involvement.